Event description:
It was reported that the column on the 9800 system would intermittently not driven down. It was also reported that the monitors intermittently would either turn white or black when exposure button is pressed, but when button is released and pressed again normal exposure will occur. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the ps3 power supply, erased & reloaded the arcnet nodes, reloaded the rus settings and turned on the "extended exposure enabled". The system was tested and found to be working as intended. The system was placed back into service.